Event description:
After a laryngeal procedure wherein the dr was cauterizing a biopsy site on pt's tonsils, dr noticed pt had a small blister on lip. He examined sheathing and found a ballpoint sized hole in the insulation about 2.5 inches from distal end of instrument; he believes there was some stray current and that it burned the pt's lip. It was a very small blister; dr did not believe it was serious. Procedure was completed and pt condition post-op was fine.